Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead became dislodged. This was discovered after the patient received a shock from their associated implantable cardioverter defibrillator (ICD) device and a device check was performed. The ICD system was initially implanted fourteen days prior to the shock. In response, device tachy therapy was temporarily programmed off, an rv lead revision was performed to reposition the lead and device tachy therapy was programmed back on. Also, a red call doctor icon was observed on the patients remote monitoring communicator due to the alert triggered by the change in device tachy therapy. Routine patient follow-ups are expected. The lead remains in-service. No additional adverse patient effects were reported.